Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to log in using the biometric identifier. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login using biometric identifier. A technical support specialist (tss) remotely accessed the station and reviewed the medication application activity to analyze the reported error. The tss then connected to the server and reviewed the user configuration within the pyxis enterprise server, where it was identified that the user profile was configured as exempt from biometric identification. The tss contacted the customer to explain that fingerprint scanning was unavailable due to this exemption setting and advised contacting the nursing manager or pyxis administrator to have the exemption removed. The system functioned as intended after the technical support specialist inspected the issue.